Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 8p06, that has a similar product distributed in the us, list number 8p05 with 510k/PMA/bla number p050042.

Event description:
The customer reported a false nonreactive alinity I anti-hcv result for a 61-year-old male patient with renal failure who is undergoing dialysis. The alinity I anti-hcv result from 2024 is inconsistent with the anti-hcv next result obtained in 2026. The following data were provided: (B)(6) 2024: alinity I anti-hcv = 0.1 s/co (nonreactive) (B)(6) 2026: sample ID (B)(6): anti-hcv next = 58.59 s/co. (Reactive) other results provided: igg: 2417 (high) (upper limit of normal 1747), igm: 190 (high) (upper limit of normal 183), hbs antigen: <0.02 negative, hbs antibody: <2.0 negative, hbc antibody: 0.2 negative, hiv: 0.06 negative, bnp: 149.7 (high) (upper limit of normal 18.4) . No impact to patient management was reported.